Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a revision surgery, the surgeon noticed that there was a crack in the cage. Additional information has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation has shown that the front wall of the cervios implant is cracked as complained. The crack goes through the threaded center hole. The review of the production history revealed that this article was manufactured according to the specifications. No manufacturing related issues were found. Unfortunately we are not able to determine the exact cause of failure.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.